Event description:
It was reported that during an implant procedure, it was observed that the left ventricular (lv) lead exhibited high capture thresholds. The lv lead was not used and was replaced. The patient was stable.